Event description:
This is a follow up to report the product is sleek regular with a valid recall related lot code.

Manufacturer narrative:
New information: describe event or problem: this is a follow up to report the product is sleek regular with a valid recall related lot code. Model number, UDI number, MFR contact info: contact office, type of report: follow-up 1, follow-up type, method, results, conclusions codes, recall, recall number. Additional narrative: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. However, the lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, we are unable to confirm the product is part of the recall. Therefore we are unable to provide an UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported that pledget fell apart upon removal. She was able to remove all remaining pieces.